Event description:
A pump issued an empty cartridge alarm, prompting the customer to report the problem. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer received education from technical support on the alarm's cause, changed the cartridge, and resumed using insulin. Despite trying different cartridge lots, the alarm persisted, leading tandem to replace the pump, which was under warranty. The customer reverted to manual insulin injections for insulin therapy.